Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed, chronic total occlusion target lesion was located in the moderately calcified and moderately tortuous right anterior tibial artery. After the non bsc guide wire crossed the lesion, the 2.5mm x 20mm x 144cm coyote¿ es balloon catheter was advanced to the lesion. The first inflation was performed at 14 atmospheres for 30 seconds at distal part of the lesion. Second inflation was performed at 14 atmospheres for 30 seconds on proximal site. However, the balloon ruptured at 14 atmospheres on the third inflation when it was inflated for 30 seconds. The procedure was completed using a 2.5mm x 40mm non bsc balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with a coyote es shelf box, product pouch and carrier tube (hoop). The batch number on the returned packaging and device matched the reported batch number. There was blood in the hub, inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon and shaft revealed a 7mm longitudinal tear at the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed, chronic total occlusion target lesion was located in the moderately calcified and moderately tortuous right anterior tibial artery. After the non bsc guide wire crossed the lesion, the 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced to the lesion. The first inflation was performed at 14 atmospheres for 30 seconds at distal part of the lesion. Second inflation was performed at 14 atmospheres for 30 seconds on proximal site. However, the balloon ruptured at 14 atmospheres on the third inflation when it was inflated for 30 seconds. The procedure was completed using a 2.5mm x 40mm non bsc balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).